Event description:
Revision surgery - the patient's original surgery, for a fracture, occurred in (B)(6). The patient was then transferred to a nursing home. The surgeon believes that the patient fell out of bed and dislocated the shoulder, but no one noticed. The surgeon believes the shoulder has been "out" for some time, so they could not reduce it. The surgeon instead decided to convert the shoulder to a hemispherical.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.2 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports for part number 508-32-101. (B)(4). None of the accepted items would have an impact on the dislocation. A review of the product complaint report history shows this is the 59th complaint for this part number: 31 dislocations, eight trauma, five infection, four dissociation, two instability, two for pain, one subluxation, one hematoma, one poor bone quality, one loose joint, one impingement, and one for a dropped implant. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence but most likely due to the patient falling out of bed. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue, and patient activity level.